Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, it is unclear whether the reprocess could have been carried out according to the IFU, but there is a possibility that foreign matter remained due to physical damage to the equipment. The root cause of the foreign matter remaining on the device could not be identified. Such events can be detected and prevented according to the following ifus: instruction manual jf type 260v, tjf type 260v washing/disinfection/sterilization chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Instruction manual jf type 260v, tjf type 260v operation chapter 3 preparation and inspection, the detection method is described. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device inspection. The duodenovideoscope exhibited foreign matter at the nozzle. There were no reports of patient involvement.